Event description:
Customer reports product was breaking at the point where the tube goes into the hard plastic part during maintenance of the tube. Pt was extubated and reintubated. Pt expired at some point after this incident.